Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the force bipolar instrument was not firing. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the missing material occurred during the last surgical procedure when the instrument was engaged on system (B)(6)¿ (B)(6) 2025 inguinal hernia - bilateral. It is unsure of when damage was noticed. There were no reports of fragments falling from the device while used on a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip, and current flow was not detected across one grip tip. There is obvious damage to the conductor wire. The instrument was found to have a broken conductor wire near the amplification pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. A piece approximately 6.42 mm x 0.88 mm was found to be broken off. The broken piece was not returned with the instrument. Components adjacent to this broken conductor wire do not show damage. The instrument was found with no additional damage or abnormalities. The complaint was confirmed by failure analysis. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.